Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, weak battery and blank display from the insulin pump. The customer's blood glucose reading was 582 mg/dl. The customer stated that he has weak batteries and often receive blank displays. The customer was advised to use energizer alkaline batteries. The customer stated that the lithium batteries lasted longer. The customer will be sent a replacement battery cap.